Manufacturer narrative:
UDI: (B)(4). The device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was traced to component failure from normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the small battery drive device would not run, the electrical control unit was damaged and the motor was worn. It was further determined that the device failed pretest for check power with test bench, minimum 67.5 to 110 watt, check for sticky speed trigger, check the oscillation/forward/reverse mode function, check the oscillation angle and check switching function forward/reverse. It was noted in the service order that the device would not start. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.